Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 244 events were reported for this quarter. Product return status: 1 device was received. 228 devices were evaluated in the field. 15 device investigation types have not yet been determined. Event confirmation status: 229 reported events were confirmed. Evaluation results: 229 devices were found to be affected by missing paint chips. Additional information: 244 devices were not labeled for single-use. 244 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 244 </noe> malfunction events in which the device had paint chips missing. 243 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 248 previously reported events are included in this follow-up record. Product return status: 64 devices were received. 184 devices were evaluated in the field.

Event description:
This report summarizes 248 malfunction events in which the device had paint chips missing. 247 events had no patient involvement: no patient impact. 1 event had patient involvement: no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: h10. 248 previously reported events are included in this follow-up record. Product return status 248 devices were received.

Event description:
This report summarizes 248 malfunction events in which the device had paint chips missing. - 247 events had no patient involvement; no patient impact. - 1 event had patient involvement; no patient impact.

Event description:
This report summarizes malfunction events in which the device had paint chips missing. 247 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 248 previously reported events are included in this follow-up record. Product return status: 63 devices were received. 184 devices were evaluated in the field. 1 device investigation type has not yet been determined. Event confirmation status: 247 reported events were confirmed. Evaluation results: 247 devices were found to be affected by missing paint chips.

Event description:
This report summarizes 248 malfunction events in which the device had paint chips missing. - 247 events had no patient involvement; no patient impact. - 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 248 previously reported events are included in this follow-up record. Product return status 64 devices were received. 184 devices were evaluated in the field.

Event description:
This report summarizes <noe> 248 </noe> malfunction events in which the device had paint chips missing. 247 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 244 events were previously reported during the reporting quarter; however: - 1 previously reported event was included under MFR report # 0001811755-2020-00196 but should be included under this report. - 3 events were inadvertently excluded. - 248 total events were reported for this catalog number/device code combination for the reporting quarter and are included in this follow-up record. Product return status 62 devices were received. 184 devices were evaluated in the field. 2 device investigation types have not yet been determined. Event confirmation status 246 reported events were confirmed. Evaluation results 246 devices were found to be affected by missing paint chips.